Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the m anufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed thirteen (13) low flow alarms have been logged since (B)(6) 2024, as well as several intermittent decreases in estimated flow and power consumption within the analyzed period. Log file analysis also revealed motor start events recorded on 06/aug/2024 at 13:27:32 and 07/jan/2025 at 12:08:21 in which motor start parameters were atypical. Log file analysis revealed one (1) controller power-up and associated pump start event logged on (B)(6) on 07/jan/2025 at 12:08:13, indicating a loss of power to the controller. The data point prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 46% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 48% rsoc. The data point recorded after the loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for approximately eleven (11) seconds. When the controller powers up following a loss of power, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely the loss of power event was perceived by the patient as the reported "red light on the controller but said the audible alarm did not sound" event. As a result, the reported low flow, atypical motor start, and loss of power events were confirmed. The reported vad stopped alarm events were unable to be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop event. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. A possible root cause of the loss of power event can be attributed to the double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a motor start event occurred outside the expected range in a patient implanted with a ventricular assist device. It was also reported that the vad exhibited low flows and unexpected power loss. The vad is included in the subgroup 1 population for delay or failure to restart. The event was attributed to an accidental power disconnect, where the insufficient time elapsed between the connection of one power source and the disconnection of the other for the controller to recognize the battery. It was also noted that the patient was switching power sources at the time of the pump stop. The patient reports switching out the first power source, waited for it to connect and beep, and then switched to the second one. This is when the patient saw the red light on the controller but said the audible alarm did not sound. The alarm resolved before the patient could read the alarm on the screen. The patient felt the pump stutter and stop before it resumed. No issues were identified with the batteries or controller. The patient, who is well-trained and familiar with the system, was instructed by the site to wait approximately 10 seconds between power source connections. The controller and vad remain in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6947m62 lead implanted (B)(6) 2013, 5076-52 lead implanted (B)(6) 2013, 429888 lead implanted (B)(6) 2017, dtpa2qq ICD implanted (B)(6) 2023. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2024 / serial # (B)(6); UDI #: (B)(4); (21) (B)(6) no h3: no h4: mfg date: 01-nov-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.